Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the us connector body fluid damage, the segment broken, the bending rubber perforated, the light guide cable buckled, the control body corroded, the remote control buttons defective, the angle wire hard to move, and the us connector cable lump/wave; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.